Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. No actions or interventions were performed, and the patient would be monitored. No adverse patient effects were reported. The device remains in service.